Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Customer thought the low bg may have been attributed to exercising while having no insulin on board. The customers tongue became numb and the customer bit on tongue. Carbohydrates was consumed to treat low bg.